Event description:
The customer reported intermittently hearing a clicking noise and then system would lock-up forcing them to reboot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the general purpose operating system (gpos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.